Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt has fallen multiple times and one time he fell right on the ipg. After he fell, the pocket started heating occasionally. Pt also experiences a surge of electricity when the device is turned on with the programmer. X-rays were taken and no fractures, migration, or disconnects were observed. Diagnostics showed that all lead impedances were below 1000. On (B)(6) 2010, the pt's leads and ipg were explanted. The neurosurgeon wants to perform an MRI before reimplanting a new system.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.